Event description:
The initial reporter questioned results for multiple assays and multiple patients tested on a cobas 6000 c (501) module. The customer provided examples of discrepant results for sodium (na) and hdl. It is not clear if the results are from 1 patient sample or 2 patient samples. The initial na result was 190 mmol/l. The repeat result was 130 mmol/l. The initial hdl result was 4.7 mmol/l. The repeat result was 0.7 mmol/l. No questionable results were reported outside of the laboratory. No reagent lot numbers with expiration dates were provided.

Manufacturer narrative:
The field service engineer (fse) found a broken detergent cell rinse tube and replaced it. Afterwards, the module was running within specification. Reagent issues were excluded. The service actions resolved the issue.